Event description:
It was reported that, during a shoulder arthroscopy procedure using an ultravac 90, the distal end of the arthrowand disintegrated inside the pt's shoulder. The physician reported device fragments were retrieved from the pt. No pt complications were reported as a result of this event. No further info is available.

Manufacturer narrative:
The pt's age and gender have been requested but not received.